Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 08/17/2024. The patient reported they experienced inaccurate cgm values 2 days after the sensor had been inserted in the abdomen. On 08/19/2024, the patient was laying in bed and watching tv with kids when the patient felt dizzy and passed out. The patients husband took the measurements and the cgm reading was 250 mg/dl and the bg reading was 450 mg/dl. Her husband called emergency medical technicians (emt) and an ambulance arrived, they took a bg reading which was 750 mg/dl and the cgm reading was 250 mg/dl. The paramedics treated the patient with insulin injections and nasal insulin. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). They performed urine test, bloodwork and magnetic resonance imaging (MRI). At the time of the report the patient was feeling fine. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the b,c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 09/25/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported they experienced inaccurate cgm values 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was laying in bed and watching tv with kids when the patient felt dizzy and passed out. The patients husband took the measurements and the cgm reading was 250 mg/dl and the bg reading was 450 mg/dl. Her husband called emergency medical technicians (emt) and an ambulance arrived, they took a bg reading which was 750 mg/dl and the cgm reading was 250 mg/dl. The paramedics treated the patient with insulin injections and nasal insulin. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). They performed urine test, bloodwork and magnetic resonance imaging (MRI). At the time of the report the patient was feeling fine. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the b,c zone of the parkes error grid. No additional patient or event information is available.